Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site due to the ipg pressing against their rib. On (B)(6) 2019 the ipg was explanted and replaced. Issue resolved.